Event description:
[Brush] heads...slipping off the brush handle / sliding off in my mouth while in use - oral-b [device breakage] case narrative: male consumer via e-mail reported that the oral-b tri zone toothbrush head refills kept slipping off of his oral b pro 2 2500 toothbrush handle and were sliding off in his mouth while in use. No injury was reported. 08-apr-2024 via phone: the suspect product was discarded. No injury was reported.

Manufacturer narrative:
08-apr-2024 follow up via phone: complained product will not be not available.

Event description:
[Brush] heads...slipping off the brush handle / sliding off in my mouth while in use - oral-b [device breakage] case narrative: male consumer via e-mail reported that the oral-b tri zone toothbrush head refills kept slipping off of his oral b pro 2 2500 toothbrush handle and were sliding off in his mouth while in use. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return